Event description:
A healthcare professional reported that an ophthalmic system and a handpiece was used during a cataract surgery. The surgeon proceeded with the sculpting noting that it was a dense nucleus. The surgeon then asked the settings to be swapped to the dense nucleus settings and proceeded with the first sculpting stroke. The system occlusion tone was heard. The corneal burn occurred very quickly, there was some whitish haze coming from the tip. The corneal burn also resulted in iris prolapse, shallowing of the anterior chamber and significant wound leakage and the cornea became frail. The cataract surgery was performed without further complications, to seal the wound corneal glue was applied, and a bandage intraocular lens (iol) were applied. This report pertains to ophthalmic system involved in these reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A reviewed was done as part of this investigation. A potentially relevant complaint was not found at that time. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.